Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.